Event description:
The customer returned product for damaged battery compartment, during physical inspection it was found that the dso seal was delaminated. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review found no related complaints. No related alarms were identified in the event history log. Visual inspection was performed and found that the downstream occlusion (dso) seal was delaminated. The dso seal was replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.